Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with 25mm edwards perimount surgical valve, implanted in the aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The tavr was performed successfully with a 26mm 9750tfx transcatheter valve. No additional information has been provided.

Event description:
It was reported that a patient with 25mm 2800 perimount surgical valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration 13 years, eight (8) months due to severe symptomatic stenosis. The patient was presented with diastolic congestive heart failure who developed severe dyspnea on exertion. The tavr was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was discharged to home on pod #1 in a stable condition. There was no allegation that the surgical valve failed or malfunctioned prematurely.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Updated h6 type of investigation. H11 corrected data: corrected h6 clinical code by replacing code-4580 with code-4446. Corrected h6 investigation findings by replacing code-3221 with code-180. Corrected h6 investigation conclusions by replacing code-4315 with code-50.

Event description:
It was reported that a patient with 25mm 2800 perimount surgical valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration 13 years, eight (8) months due to severe symptomatic stenosis. The patient was presented with diastolic congestive heart failure who developed severe dyspnea on exertion. The tavr was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was discharged to home on pod #1 in a stable condition.